Manufacturer narrative:
H3: the threaded inserter was returned to the manufacturer for analysis. Analysis found that as reported, the threaded inserter was stripped at the time. Otherwise, with markers attached and fully seated, the inserter displayed good geometry and divot error readings with normal tracking and verification. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the threaded inserter got stripped while trying to attach the implant. There were no issues with navigation. There was no delay in surgery. There was no impact on patient outcome.